Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured during the procedure. There was no reported patient injury. The device was stored in the cath lab for less than one month. The device was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. This was an interventional peripheral procedure, using a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no presence of pvd / calcium in the vicinity of the puncture site. The balloon did not lose pressure after being pulled to the arteriotomy. The target lesion was the superficial femoral artery, with no calcification. There was no vessel tortuosity/angulation. There was 30-40% stenosis. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed, the syringe was connected to the device with the stopcock open, and the sealant was observed to have remained in the manufacturing position and exposed to blood as received. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon of the returned device. Per microscopic analysis, visual inspection at high magnification revealed a radial tear in the balloon of the returned device, approximately 5 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f2007705 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 5 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the stenosis reported, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured during procedure. There was no reported patient injury. The device was stored in the cath lab for less than one month. The device was stored, handled, and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. This was an interventional peripheral procedure, using a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized or was the patient's hospitalization extended as a result of the event. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no presence of pvd / calcium in the vicinity of the puncture site. The balloon did not lose pressure after being pulled to the arteriotomy. Target lesion was the superficial femoral artery, with no calcification. There was no vessel tortuosity/angulation. There was 30-40% stenosis. The device will be returned for evaluation.